Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is use error - patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The home patient (hp) disconnected to use the restroom, while in dwell, but before he came back the hc began to alarm. The care giver (cg) cycled power to clear the alarm. The technical service representative (tsr) suggested starting over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up the care giver (cg) stated that the issue has been resolved. The cg confirmed that the home patient (hp) had disconnected to use the restroom. The cg then called baxter, who directed them to start over using new supplies. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the hp did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.